Event description:
A customer contacted beckman coulter (bec) to report a clenz (cleaner) leak of approximately 10 cc from the manual probe rinse trough on a coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and face protection at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and confirmed leak under the blood sampling valve (bsv) due to a broken rinse cup. Fse replaced the rinse cup which resolved the leak. While onsite, the fse also noted a leak in the slidemaker aspiration line as result of a disconnected needle vent line which was resolved after the tubing was replaced. Repair was verified per established procedures and results met published performance specifications. The cause of the leak reported by the customer is attributed to a broken rinse cup and the additional leak discovered by the fse is attributed to a disconnected needle vent tubing. (B)(4).